Event description:
It was reported that the pt was revised due to cup loosening. The surgeon noticed that the cup had deformed into oval when removing it at the revision surgery. He also removed the fragment of bone screw that have been left in the pt's body.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes from the primary surgery and two subsequent revision surgeries were not provided. It is unk whether the components were implanted with the correct fit and orientation. Instrumentation used is unk. X-ray images post-primary and revision surgeries and from subsequent pt visits were not returned. Info regarding mating components such as the stem and femoral head was not provided. Pt factors that may affect the performance of the components such as height, weight, bone quality, activity level, type of activity (low impact vs high impact), rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unk. Based on the above info, the cause of the zca cup deforming into an oval shape and the original cause of the bone screw fracture are unk. Eval: review of the device history records did not find any deviations of anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicate.